Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: stockert generator (model# 39d76x serial# (B)(4)). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer¿ bi-directional electrophysiology catheter and suffered a heart block requiring surgical intervention. During ablation around the slow pathway, the patient went into heart block. A dual-chamber pacemaker was implanted. Patient required extended hospitalization as a result of the adverse event for recovery from pacemaker implantation. Patient outcome remains unchanged. It was noted that the patient arrived at the procedure room in normal sinus rhythm. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported with any bwi products or equipment during the procedure. There were no issues or errors reported with any bwi products or equipment during the procedure.